Event description:
The customer reported that the system failed to boot to a usable state. No pt injury or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and cpu battery were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.